Event description:
It was reported that the customer passed away due to hyperglycemia. The customer was wearing the insulin pump at the time of death. It was reported that the customer's blood glucose read "high" on the glucometer prior to the event. Prior to death, the customer had written a note stating that she had changed her infusion set the morning of her death. The customer's blood glucose was still elevated when she went to sleep that night. The customer then passed away in her sleep. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.